Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 226 mg/dl and the sensor glucose was 83 mg/dl. The difference between blood glucose value and sensor glucose value were not in targeted range. Sensor value that triggered the suspend event was 83 mg/dl. Insulin delivery was suspended due to sensor values. Troubleshooting was performed. The device will not be returned for analysis.